Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the customer is using the reservoirs for up to seven days without changing. Reminded the caller that the reservoir can be used for three days maximum and it can not be refilled. The nurse stated that she will have the customer call back to provide more details. No further information was provided.